Event description:
Major sinus and allergy problems plus nose bleeds from using my phillips dreamstation machine bi-pap machine. Allergy doctors said cause was my machine. Have been getting allergy shots for over two years, many nose sprays and rinses prescribed. Even took the carpet out of my house and put in wood floors trying to help. Only got better after stopping use of this machine. Still getting allergy shots. Had allergy testing at (B)(6). Done in approx (B)(6) 2020. Started allergy shots (B)(6) 2020. FDA safety report ID # (B)(4).